Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. The reporter indicated that there was no damage to the keypad and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: there was no visible damage to the keypad cover. The contrast keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored, and the top of the battery cap was worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.